Event description:
It was reported that the user experienced a low blood glucose of 65 mg/dl around the time of lunch after changing the infusion set, with glucose trending downward and no meal announcement recorded; the pump was newly initiated and still adapting insulin delivery. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no further care. Investigation included review of device-reported glucose trends and user interaction with the system, along with troubleshooting and education regarding meal announcements and early adaptation behavior. Investigation of this case revealed no confirmed device malfunction and suggested that insulin delivery coupled with the absence of a meal announcement and recent infusion set change could have contributed to the low glucose while the system was still adapting. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.